Manufacturer narrative:
In use at the time of the event: CGM model: G6. Mobile OS: iOS / iOS_iPhone 15 / 2.9.1 / iOS 26.1.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an O-ring from a previous cartridge on the pneumatic tap. The customer removed the O-ring and successfully loaded the cartridge to address the event. There was no reported impact to the customer¿s blood glucose level.